Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was cellulose and rust. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section which state: ¿chapter 5 manual cleaning of the endoscope and endo therapy accessories¿. ¿chapter 8 storage and disposal¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The auxiliary water channel was clogged due to clogging of the jet (j)-tube, therefore water could not be supplied. The device evaluation also found foreign material that came out of the secondary channel. Additionally, the following findings were observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: the angle wires were stretched resulting in the bending angle in the up direction and the up/down knob failing to meet the the standard values. The adhesive on the bending section cover (a-rubber) had a chip, was cracked and discolored. Scratches were found on the following parts: probe (c)-cover and connecting tube. The user completed a survey stating the device was cleaned, disinfected, and sterilized before sending to olympus. The customer does not know what the foreign material could be. There was no delay with the precleaning, and the auxiliary water channel was flushed with water and detergent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that during reprocessing, a clog in the sub-pipeline on the gastrointestinal videoscope was noted on 25-apr-2023. The device was returned for evaluation. During the device evaluation, a foreign object came out of the secondary feed channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation